Event description:
Medtronic paradigm insulin pump failed to deliver insulin and did not sound or show alarm. This was just one of several episodes which occurred unpredictably and resulted each time in bs readings over 500. Dates of use: 3.5 months in 2008. Diagnosis or reason for use: type 1 diabetes mellitus. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.